Manufacturer narrative:
Other text: h3, h6 - health effects health impact and evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted cracked bezel, case, and gas supply indicator. The battery compartment was damaged. Functional testing confirmed the complaint. Alarms were not present. Root cause was attributed to a damaged battery holder assembly. Impact to the device was noted as possible cause of the found damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced battery holder assembly and housing. Replaced gauge bezel and gas supply indicator. Replaced faulty alarm housing and reed. Installed MRI battery, sintered filter, and o-rings for the preventative maintenance (pm). Performed pm testing, cleaned and affixed service label. Device passed functional testing after the completed repairs., corrected data: h6 - heath effect clinical signs and symptoms.

Event description:
It was reported that the alarms not working and there is a cracked case. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.